Event description:
It was reported that the patient complained of a painful pocket. A pocket revision was done. However, the patient continued to complain of a painful pocket. The physician then decided to explant the whole system as the patient was pacing less than 1.5percent of the time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis revealed that the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo. It was also noted that there was blood on the proximal conductor. Concomitant: a2dr01 ipg implanted: 2014-(B)(6). (B)(4)